Event description:
It was reported that, during patient use, the ventilator generated a backup battery alarm. Ventilation was not interrupted. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.